Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the dfm100 defibrillator/monitor indicating that the therapy test failed. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a capacitor failure in which a replacement was ordered. The parts associated with this complaint are not classified as critical, and therefore are not on zrfa list to return for failure investigation. Because failure investigation is not required, the part(s) are designated as zsid and may be scrapped per the part scrap process. The device was operational after repairs were completed. The device remains at the customer site. No further action is warranted at this time.